Event description:
It was reported that a patient experienced a ventricular tachycardia episode. Following a pulsed field ablation procedure to treat non-paroxysmal atrial fibrillation, in which a farawave 31 mm catheter was selected for use, a ventricular tachycardia episode occurred during the procedure. The procedure was completed. No device issues were reported. No additional information was provided. The device is not expected to be returned for laboratory analysis because it was disposed of. It was further informed that; the patient was reported to be recovering following the event. The event required hospitalization or prolonged hospitalization. Information regarding medical intervention was requested but is unavailable per the customer/account.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.